Manufacturer narrative:
(B)(4). This is a combined initial / final report. Report source, foreign - event occurred in (B)(6). Postal code: (B)(6). Patient information is not allowed by country regulations. It was communicated that no additional information is available. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 13 complaints reported with these items including initiating complaint. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the instrument does not withstand mechanical forces. This incident has a harm of extension to surgery time, minor with a severity score of 2 (illness or injury that does not require medical or surgical intervention) which has an occurrence score of 2 (between 1 in 10,000 and 1 in 100,000). This event occurred during surgery. No further harm was reported. His gives a severity score of 2. The severity score is in line with the risk file. Occurrence assessment: date: jan 2018 to feb 2021 (most up to date sales data): (B)(4) number of items sold. Number of similar complaints identified: (B)(4). Occurrence ratio: (B)(4). This gives an occurrence score of (B)(4). The occurrence score is in line with the risk file. Risk assessment summary: the severity of the reported event and the calculated occurrence rate for all similar events in the last 3 years are in line with the risk file. No corrective or preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported whilst impacting the final tibia implant with the impactor, the black plastic piece of the impactor broke in several pieces. Patient did not retain any pieces inside and no harm was caused.